Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset process, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction appeared again.